Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a clave¿ neutral connector, where it was reported that the connector was leaking from where the clear part and blue part of the connector marry up. The product problem occurred during infusion of total parenteral nutrition (tpn) and the length of time the device was in use was 1 hour. There was patient involvment, however no report of patient harm. The device was not changed out/replaced with no further problems encountered. This captures the fourth of six occurrences.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.